Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Since it was noted that the access point was "proximal to the inguinal ligament", it is a high stick meaning that the puncture site was above the inguinal ligament. It is clearly stated in the IFU, advising against using the angio-seal in this region. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used in a case to treat the left circumflex artery (lcx) using a rotablator (boston scientific). Hemostasis was achieved with the angio-seal device and the procedure was successfully completed. However, bleeding occurred after the patient was released from bed rest 7 hours after returned to the ward. A balloon was used to stop the bleeding from the inside, but the bleeding did not stop. Then a viabahn stent graft (goa medical) was implanted with blood transfusion and hemostasis was finally achieved. The patient's condition temporarily became cardiopulmonary arrest (cpa), however is now recovering. Computed tomography (CT) revealed that the bleeding had reached the abdominal cavity. The physician stated that the puncture site was located rather proximal part of the body and at the vending part of the vessel. The puncture was performed after confirmed by echo. As there was no bleeding during the procedure using the rotablator, the damage might have been occurred when the locator was changed with the angio-seal device. CT clearly showed the bleeding occurred at the superficial side in the puncture site. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The estimated blood loss was greater than 250cc and a blood transfusion was required. The patient is recovering. There were no other devices or equipment used with the reported product. Additional information was received on 15jul2021. The patient has no bleeding disorder. Antiplatelet drugs: aspirin and effient with the dosage according to in-hospital protocol, which was same as for general patients undergoing a percutaneous coronary intervention (pci). No daily blood thinning medication. The puncture site was about 2.5cm above the femoral head and the puncture angle was shallow. The patient had 12,000 units of heparin was administrated. It was bleeding from the puncture site.